Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient was experiencing low blood glucose (bg) levels below 90 mg/dl. Patient kept eating and the levels did not change. The patient began feeling sick, was gray in the face, had dry mouth, could not see well and legs were feeling heavy. Patient measured their bg levels with a device from freestyle libre and the finger prick method. Emergency services was called and the patient was told their bg levels were 560 mg/dl. The patient was transported to the hospital, (B)(6) hospital and was treated by doctor (B)(6). The pod was removed and discarded at the hospital. Pod was worn on the patient's arm for between 5 and 24 hours. Insulin injections were administered in the arm, stomach and between the breast in the rib area for treatment. The patient was discharged after 4 days. Patient successfully applied a new pod. The patient stated the medical event was due to a sensor malfunction.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.